Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure, the right atrial (ra) lead dislodged from the initial position. During the second positioning, helix extension difficulty was experienced. When the ra lead was removed from the vein, it appeared there was tissue in the helix. The helix was retracted and the tissue was removed. The ra lead was again positioned in the atrium and acceptable measurements were noted. Difficulty was experienced connecting the ra lead to the device header. It was determined the physician was trying to insert the ra lead in the left ventricular lead port. The ra lead was then successfully inserted in the ra port. When measurements were taken through the device, noise and high out of range impedance measurements were noted. The ra lead was removed and then reinserted into the device, but the out of range measurements persisted. The out of range measurements were then observed through the pacing system analyzer (psa) as well. The physician punctured the insulation of the lead to gain access to the vein for the new ra lead, which was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.